Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hosptial policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: registered nurse. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was applied to the radial arteriotomy site and deflated. A tr band from the same lot package was reapplied and replaced the first tr band. The patient did not have a bleeding episode. The patient was in stable condition. The type of procedure performed was a cardiac catheterization. Additional information as received on 31jul2025: 9ml of air were injected into the tr band when it was applied. Air started leaking at approximately nine minutes post tr band application. Blood on the bedsheets was noticed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).